Event description:
The pt received a burn on her wrist from the unit. (Battery - (B)(6) pro cells from an unopened package) battery compartment was wet and showed corrosion. Customer changed batteries and wore it on the other wrist and did not receive any type of burn.

Manufacturer narrative:
There is a residue on the returned device which was analyzed to be battery acid from (B)(6) cells containing potassium hydroxide which is a known skin irritant. The battery was not returned. The operation of the device does not indicate a cause for the batteries to fail. The operating current was tested to be as specified, there was no elevated temperatures on the device that could cause a burn. When the pt replaced the batteries she used the device for the remainder of the night with no further harm to herself. The manual has the following caution regarding battery leakage: "batteries may leak or explode if used or disposed of improperly. Remove batteries if the device will be stored for more than 30 days. Do not use different types of batteries at the same time. Do not mix fully charged and partially charged batteries at the same time. These actions may cause the batteries to leak".